Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for having a high white blood cell count, with a high blood glucose reading of 565 mg/dl. The customer stated that prior to the event, he had been exhibiting symptoms such as vomiting, high ketones, frequent urination, nausea, high blood glucose, and headaches. The customer also stated that he had changed the infusion set the same day as the event. Programming could not be confirmed due to a button error. Troubleshooting was performed, but the fixed prime was unable to be completed and the customer could not clear the button error alarm. Nothing further was reported.